Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Wrong meter returned - unable to test. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from meter memory of 180, 219, 191, 188 and 233 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 144 mg/dl and 133 mg/dl using truemetrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date at time of call is one week. The meter memory was reviewed for previous test result history: (B)(6). Customer called in concerned about high results. Customer stated that the meter is giving results from 180-190mg/dl and is too high.